Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (unknown onset).

Event description:
Patient¿s representative reported unknown side ¿scarring and disfigurement, infection, chronic pain, rashes, itching, swelling, heat sensation, and pain prior to explant procedure¿. Patient representative also reported "depression, anxiety, chronic insomnia, significant weight loss, chronic headaches, chronic gastrointestinal reflux," which are not device related. Device has been explanted.